Manufacturer narrative:
Device was used for treatment, not diagnosis. Cameron, c., meek, r., blachut, p., o'brien, p. And pate, g. (2014). Intramedullary nailing of the femoral shaft: a prospective, randomized study. J orthop trauma, 28, s11-s14. This report is for an unknown femoral nail/unknown quantity/unknown lot and unknown screw/unknown quantity/unknown lot. Additional device product code: hwc. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, cameron, c., meek, r., blachut, p., o'brien, p. And pate, g. (2014). Intramedullary nailing of the femoral shaft: a prospective, randomized study. J orthop trauma, 28, s11-s14. The authors conducted a prospective, randomized study on 84 consecutive patients with 88 acute, traumatic femoral shaft fractures using 27 synthes nails, and two other competitor devices. The study was conducted between october 1987 and may 1989. There were 21 women and 63 men with a mean age of 30 years (range, 14-75 years). Post-operatively, the patients were followed up both clinically and radiographically. One patient died from unrelated causes. Historical data were obtained for 70 patients with 74 fractures with a follow-up of 10-31 months (mean, 20 months). Results included the following: a male patient with an unspecified dynamically locked nail had loss of fixation leading to a subsequent rotational deformity. He underwent correction with a femoral osteotomy and repeat nailing. The authors did not specify which implant device was used. This is report 4 of 6 for (B)(4). This report is for an unknown femoral nail and screw.